Event description:
Event description guidant received information that this lead was explanted, after a few months in service, due to a threshold measurement > than 2500 ohms, when checked with the pacing system analyzer at the implant procedure for a new pacemaker. Visual and x-ray inspection revealed nothing.